Event description:
During product service by a service technician, a flogard infusion pump was found to have experienced the f-38 alarm. This was not reported by the customer. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician.  This is an ancillary service event identified during preventive maintenance. The device was visually inspected and functionally tested. The cause of the f-38 alarm was determined to be faulty force sensing resistors. To correct the condition, the force sensing resistors were replaced.  The device was serviced and restored to a good working condition.  Should additional relevant information become available, a supplemental report will be submitted.